Event description:
Event reported in USA by the customer: "power cords. Prongs keep being left in the wall. No patient involved". The report is late due to insufficient info to understand the failure mode and its impact on the patient at the time the report was received.

Manufacturer narrative:
(B)(4).